Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode, preventing normal communication with the server. Medications were not available for removal, and newly loaded medications (morphine 30mg ER) were not appearing on the station for dispensing.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station would not recover. A field service engineer (fse) reimaged the station to resolve and tested functionality. The system functioned as intended after the field service engineer troubleshot the device.